Manufacturer narrative:
On 8/2/2021, mentor became aware that the country code was erroneously omitted in the initial report. The actual code is USA section e1. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspect device was returned to mentor for analysis. The investigation was completed on (B)(6) 2021. According to the information received, the patient experienced a rupture in the smooth hpg, 550cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was received in three parts. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4), on 3-sep-2021, mentor became aware that the manufacturing and expiration dates of the device were omitted from the initial report in error. Fields h4 and d4 have been updated appropriately.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Note: explant date is (B)(6) 2021. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain on left side, right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and suffered from a breast pain on left side, right rupture. As a result, the patient had undergone removal on (B)(6) 2021. This medwatch is for the right side.